Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. As the customer did not have additional cartridges available during the time of the call, the customer was able to reload a cartridge successfully. In addition, the customer stated that the alarm had occurred previously; however, was unable to specify an event date. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information regarding this event was provided.